Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that when attempting to register the patient via 3 point touch registration orientation, the second point appeared to the left of the patient's head on the model. After collecting all 3 touchpoints and then tracing, all points appeared off the head and to the left. During troubleshooting, the site confirmed that the full nose was in the registration model. They auto-refined the model with no effect. They switched the registration orientation method from 3 point touch to trace, and the site was able to complete registration to continue the procedure. There was a reported delay to the procedure of less than 15 minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6). H3: a software analysis was initiated. As per the case description, the site faced the registration issues. However, after switching registration method from 3 point touch to trace, the site was able to complete registration and proceed further. Based on the information provided, changing the registration method resolved the issue, this does not appears to be an issue with software. H6: b01, c19 and d14 apply to the software concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.